Manufacturer narrative:
As the earliest date of onset for the alleged type ib endoleak is unknown, (B)(6) 2023 will serve as the date of event for this report. (B)(4). It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm expansion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6)2012, the patient underwent endovascular treatment of an abdominal aortic aneurysm and a right common iliac artery aneurysm using gore® excluder® aaa endoprostheses. The ipsilateral leg of the trunk ipsilateral leg endoprosthesis was deployed in the left limb, and a contralateral leg endoprosthesis was implanted in the right limb. On an unknown date, a distal type I endoleak due to right common iliac artery enlargement was reportedly observed. It was reported the type ib endoleak contributed to the abdominal aortic aneurysm re-enlargement (amount not reported). On (B)(6) 2023, a reintervention was performed whereby a gore® excluder® iliac branch endoprosthesis was implanted in the right limb to treat the endoleak. The endoleak was resolved, and the patient tolerated the procedure. The physician commented that about 11 years passed from the initial procedure, and the expanding force of the endoprosthesis led to enlargement of the right common iliac artery.